Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported after deployment of another company's stent, the voyager nc was engaged for post-dilatation; however, during the first inflation, the balloon ruptured at 15 atm. Another one was used to complete the procedure. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation - product performance engineering reviewed the incident. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Possibly the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. In this instance, although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.